Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: mz5310 batch number#: 24079474. It was reported by customer that IV tubing cracked and blood backed up into the IV tubing and was leaking. The IV connector has been sequestered for quality review.

Event description:
No additional information.

Manufacturer narrative:
It was reported by customer that IV tubing cracked and blood backed up into the IV tubing and was leaking. One sample was received for quality evaluation. Visual examination was conducted and it was noticed that the female luer of the assembly had signs of visual cracking. The sample was connected to a syringe to identify if the luer would allow for leakage during a fluid push. There was an immediate leak identified coming from the female luer from a large crack . The customer complaint component damage - leak was confirmed. The root cause, for the issue seen, could not be fully determined. The probable cause for the issue is a use issue. The female luer adapter shows signs of cracking throughout the entire component and a large crack through the middle of the component. The cracking in the part suggests that alcohol, or an antiseptic, was used on the female luer and not allowed to dry before connecting the luer. Using an antiseptic cleanser on the female luer, without allowing the antiseptic to dry, can cause the luer to become brittle and crack, easily creating leaks. The bd clinical team has been made aware of the issue in order to determine if additional use information or training for the product is needed. A device history record review for model mz5310 lot number 24079474 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.